Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. (B)(4).

Event description:
After a successful, uneventful case, the nurses attempted to disconnect the vh4030 from the vh4020 cable. The connector would not release. The black plastic slid off the wires and still has not released. There was no issue to the patient. The hospital reported that after a successful, uneventful endoscopic vein harvesting procedure, the hemopro2 extension cable failed to properly disconnect. The hospital did not report any patient effects.

Manufacturer narrative:
January 22, 2016 03:42 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
After a successful, uneventful case, the nurses attempted to disconnect the vh4030 from the vh4020 cable. The connector would not release. The black plastic slid off the wires and still has not released. There was no issue to the patient. The hospital reported that after a successful, uneventful endoscopic vein harvesting procedure, the hemopro2 extension cable failed to properly disconnect. The hospital did not report any patient effects.